Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm, which occurred on the homechoice (hc) during use during drain 3 of 6. The technical service representative (tsr) checked the cycle 3 ultrafiltration (uf), and it equaled 2546ml. The patient was performing high dose tidal therapy. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 103 alarm. The rn stated she was aware of the alarm and that the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The rn stated there was no patient injury or medical intervention and that the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.